Manufacturer narrative:
Batch record review of lot b322 was conducted. There was one non-conformance, (B)(4), found for an in-process bowl spin failure. The investigation and testing indicated the defect to be an isolated occurrence and not prevalent throughout the lot. Lot b322 met release requirements. Complaint lot review conducted and one add'l complaint for pressure dome leak was reported to date for this lot. (B)(4). Service rep verified the centrifuge pressure sensor operation, removed the sensor and found that blood had leaked down inside the sensor hole in the pump deck. Service rep replaced the centrifuge pressure sensor and the return pressure sensor. He performed the system check out and all tests passed. Repairs have returned this instrument to expected operation. The assessment is based on info available at the time of the investigation. Returned pressure dome and smart card were received by MFR on (B)(4) 2013 for eval. A root cause has not yet been determined as the investigation is still in progress. (B)(4).

Event description:
Customer called to report a pressure dome leak that occurred during a treatment procedure. Name and function of complainant: same as reporter. Customer reported a blood leak was discovered at the system pressure dome after completing a treatment. Customer reported no associated alarms had occurred, and there had been no issues noticed with the attachment of the pressure dome to the sensor. Customer stated the membrane appeared to be seated correctly in the pressure dome clip. Customer will return product for investigation.